Manufacturer narrative:
Device evaluation summary: visual inspection shows the peel pouch is not sealed at one end. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-medicus 21 fr femoral arterial cannula that was used to establish extracorporeal circulation, it was reported that the nurse found that the sterile package was damaged. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the outer packaging carton was not damaged but the inner aseptic packaging was damaged. There were no other devices damaged in the same box/shipping container. There were no missing or wrong devices or components in the package. Medtronic received additional information that the customer did not observe the damaged packaging prior to inserting the cannula into the patient.